Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, unexplained random no delivery alarm, a code and buttons do not always respond. The customer¿s blood glucose level was unknown. The customer also reported that battery life diminished, hairline crack on the bottom of reservoir to main screen, 2 cracks on the left side of the screen, 2 chips out of the screen on the left and scratches on right side. The device will not be returned for analysis.